Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and missing end cap sticker. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. Missing o-ring reservoir tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has one crack near the reservoir and one crack near the battery on the outer edges. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.